Event description:
Caller said her son was kicked at school and he went to the nurse's office saying it was hurting. She said the nurse took the cold pack out of teh freezer, applied it to the injured area, and told her sone to leave it on about 20 minutes, then go back to class. She said that evening there was a red rectangular area on the leg that was really red, and tiny water blisters were forming. She said by late saturday afternoon it was "oozing" out of the blisters, so they took him to the ER. At ER they were told it was infected and they gave her son antibiotics to take. She said it is looking better, but she thinks it is going to leave a scar.